Event description:
The customer reported, the leg extension will not release from the table. No report of patient injury.

Manufacturer narrative:
The ge representative performed an on site investigation. The right and left latch levers attached to table were replaced. The table was then found to be operating as intended.